Event description:
It was reported that the representative was unable to adjust stimulation. The display showed a ¿call your doctor¿ icon and there was a power on reset (por) condition. The reporter noted that the ¿bovee¿ may have been close to the device during implant. The implant occurred on the day of the report and the por was seen post-implant. The following day it was reported that all went great with programming. The next day it was reported that all went well after the patient was reprogrammed.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08915, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).